Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, the patient underwent an additional surgical procedure and implant of two non-bard davol eight years post implant of the bard flat mesh. There was no mention of any visualization or involvement of the previously implanted flat mesh. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with a cystocele and underwent primary anterior colporrhaphy. On (B)(6) 2005 - the patient was diagnosed with vaginal vault prolapse and recurrent cystocele. The patient underwent an abdominal sacrocolpopexy with implant of a bard flat mesh. On (B)(6) 2013 - the patient was diagnosed with stress urinary incontinence, overactive bladder and recurrent vaginal prolapse. The patient underwent exam under anesthesia, cystoscopy, urethrolysis, implant of a non-bard davol obturator sling, anterior colporrhaphy, paravaginal repair, sacrospinous ligament vault fixation using a non-bard davol "elevate system with a intepro lite mesh." The operative details provided did not mention any visualization or involvement of the bard flat mesh.